Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed sores on her back underneath the therapy electrodes. The patient reported that the electrode belt cables were rubbing, causing the sores. The patient's physician placed gauze between the sores and the electrode belt cables. The medical outcome of the patient's irritation is unknown.